Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to mom complications. Cultures taken. Infection was the reason for revision. Head and neck pulled and replaced with 28mm head and neck of ours and strykers dual mobility (left hip).